Manufacturer narrative:
There were no da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: van boxel, g. I., et al. (2025). Robotic-assisted sleeve gastrectomy: an analysis of cost, peri-operative outcomes and learning curve in a prospective cohort study. Journal of robotic surgery, 19, 193. Https://doi.org/10.1007/s11701-025-02348-8. Section a2: patient information age: reflects the study mean age of the patients in the robotic group. Section a3a: patient gender represents the majority of the patients in the robotic group. Section b7: the patient's medical history is updated per the majority of the patient characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Additional patient demographic information: body mass index (bmi) of 80 kg/m2.

Event description:
A review of an article that presented a prospective cohort study comparing patients who had either robotic-assisted or laparoscopic sleeve gastrectomy for obesity was performed. The study analyzed 101 patients undergoing sleeve gastrectomy between april of 2022 and june of 2024. A total of one patient experienced a wound infection successfully treated with oral antibiotics. No device malfunctions were reported, and the authors did not report any events caused by any intuitive surgical, inc. (Isi) device. The author provided additional information that states "the referenced wound infection is a recognized complication of sleeve gastrectomy and occurred within normal reported incident parameters based on available data in the literature." Isi followed up with the initial reporter and obtained the following additional information: per the corresponding author, "there was no malfunctioning if the dv device; wound infection following minimally invasive sleeve gastrectomy is a recognized complication covered in the informed consent process. There is no indication the device was causative."